Manufacturer narrative:
(B)(4). Batch # n90w39. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. There were no noises heard during functional test. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, the blade was suddenly broken off when a scrub nurse wiped it with wet gauze. It was confirmed by the nurse that a strange sound was heard before the blade broke. The doctor commented that the blade had not contacted to any metallic subject such as clips or a forceps. No pieces of the blade fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.